Manufacturer narrative:
The customer replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) in order to resolve the issue. A service engineer then updated the software. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated a graphical user interface (gui) safety audible alarm system (saas) audio failed error code. The patient was transferred and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Correction to codes in evaluation codes method, result and conclusion. Device evaluation summary: the graphical user interface (gui) printed circuit boar (pcb) was returned for failure investigation. A visual inspection of the returned pcb was conducted and no anomalies were found. The pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator powered up normally and no errors were recorded in the diagnostic logs. During ventilation mode the ventilator generated a gui inoperative condition with an error code generated in the diagnostic logs . Further investigation isolated the fault to the gui saas microcontroller, reference designator u12. If information is provided in the future, a supplemental report will be issued.